Event description:
The manufacturer received information alleging thermal event occurred on a dreamstation auto CPAP device. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center. Smoke was found during the device evaluation. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.